Event description:
It was reported that during the patient experienced cardiac tamponade following left ventricular assist device (lvad) implant procedure while on step down unit. Tamponade presented on (B)(6) 2024 with symptoms of hypotension and shortness of breath, mean arterial pressure (map) was 58-60, and an echocardiogram was performed which showed hematoma near right ventricle. The patient was brought back to the operating room (or) for washout to treat. Dobutamine was initiated (B)(6) 2024. Tamponade resolved in the or on (B)(6) 2024 and dobutamine was discontinued on (B)(6) 2024. The patient was discharged home from implant admission on (B)(6) 2024, an extended patient admission hospital stay. The continued plan of care was to monitor on ongoing basis outpatient. The patient was doing well at home.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The hm3 lvas instructions for use (IFU) lists pericardial fluid collection and bleeding as potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The IFU also outlines the recommended anticoagulation regimen, including the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists pericardial fluid collection and bleeding as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.